Event description:
Cnp was doing a thoracentesis at bedside. Upon placing the needle into the patient, the needle malfunctioned and was not sharp enough to puncture skin and did not maneuverability. Also the safety lock did not engage on the needle. Three nurses were present in the room at the time of the event.